Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the tape was sticking to the side of the quick serter and making it difficult to apply. Customer's blood glucose was 400 mg/dl. Customer stated that her blood glucose was high because she was not on the pump until training this afternoon. Customer does not need to troubleshoot for the high blood glucose at the time of the call. Customer was advised to keep the infusion set if the issue persists and to call back. Customer will be sent a replacement serter.